Manufacturer narrative:
Manufacturer reference: (B)(4). Model number: igtcfs-65-1-fem-celect-pt.

Event description:
Description of event according to complainant: user tried to place celect pt via left femoral vein. Sheath and dilator advanced fine and initial venogram was performed. Dilator removed and filter was advanced into sheath. Resistance felt but didn't see anything wrong on fluro picture of cava, so user tried to advance filter a little further. Sheath buckled. User looked at femoral vein and filter went straight through sheath, rather than around vein curve. Filter became tangled and stuck in femoral vein. Patient outcome: filter became tangled and stuck in femoral vein. Patient taken to or to have filter removed, and is doing fine now.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-fem-celect-pt. Summary of investigational findings: no product was returned, but a review of attached imaging confirmed the filter went through the sheath as reported. Also, secondary legs are bending upwards, as if attempts had been made to retrieve the penetrated filter legs backwards into the sheath. Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force e.g. Due to tortuous anatomy. If the filter is advanced through a kinked sheath, the filter hook may be prone to exceed the sheath wall and it is reported that in this case the filter was advanced a little further after resistance was felt. And also, "user suspects that because of 90 degree turn, sheath may have kinked and filter hook poked hole through sheath going straight through instead of tracking around corner of sheath." No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to complainant: user tried to place celect pt via left femoral vein. Sheath and dilator advanced fine and initial venogram was performed. Dilator removed and filter was advanced into sheath. Resistance felt but didn't see anything wrong on fluro picture of cava, so user tried to advance filter a little further. Sheath buckled. User looked at femoral vein and filter went straight through sheath, rather than around vein curve. Filter became tangled and stuck in femoral vein. Patient outcome: filter became tangled and stuck in femoral vein. Patient taken to or to have filter removed, and is doing fine now.

Event description:
Description of event according to complainant: user tried to place celect pt via left femoral vein. Sheath and dilator advanced fine and initial venogram was performed. Dilator removed and filter was advanced into sheath. Resistance felt but didn't see anything wrong on fluro picture of cava, so user tried to advance filter a little further. Sheath buckled. User looked at femoral vein and filter went straight through sheath, rather than around vein curve. Filter became tangled and stuck in femoral vein. Patient outcome: filter became tangled and stuck in femoral vein. Patient taken to or to have filter removed, and is doing fine now.

Manufacturer narrative:
(B)(4). Investigation is still in progress.